Manufacturer narrative:
The reported issue that two data sets were showing in the all infusion detail report for the same pcu was confirmed: the all infusion detail report had two different data sets recorded on the dates (B)(6) 2019. The data associated guardrails (cqi) had the expected new data set recorded, however infusion events had the older data set recorded. The cqi and infusion events have different data streams and the infusion events even though the correct data set was in use had not received the new data set information; these recorded events used the information it had which was the last (older) data set information available. The new data set information had not updated until (B)(6) 2019 for the infusion events. No existing malfunction was identified or is believed to have occurred with the pcu device. The alaris infusion system was being used for patient treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The reporter stated, "in reviewing an all infusion detail report, two data sets are showing intermittently throughout the all infusion detail report for the same pcu. The alaris systems manager report shows the most recent data set was actually in use and updated on june 4th (mercy interop jun19a). There seems to be a pattern in which the cqi alert data is showing the current/expected data set, whereas the all infusion detail reporting events are showing the older data set (mercy apr-19a). However, this site is live with interoperability and interoperability is only available with the newest data set - and some of the infusions programmed show programming with pre-population programming, yet have the older data set." There was no harm.